Event description:
Denali set screw backed out approximately 2 months post-operatively. Patient was revised. The manufacturer did not become aware of the incident until (B)(4) 2013.

Manufacturer narrative:
The explants were recently received by the manufacturer and the investigation is still underway. Based on the uneven wear patterns seen on the set screws during a preliminary evaluation of the set screws under microscope, it appears that the set screws were not properly seated and that may have contributed to the back-outs. Additional information has been requested from the surgeon, including additional x-rays and patient history.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The damage exhibited on the side of the set screw that contacts the rod is consistent with the rod not being properly seated in the pedicle screw. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.